Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular lead exhibited loss of capture due to increased capture threshold. Programming changes were made. Patient condition was stable.